Event description:
It was reported that the patient presented remotely via merlin net. It was noted that the implantable cardiac monitor exhibited false atrial fibrillation (af) episode detection and premature ventricular contractions (pvcs) over-sensing. No intervention was performed. The patient was in a stable condition.